Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that patient was experiencing chest and rib pain. The patient underwent a revision procedure wherein the lead was replaced. The patient was doing well postoperatively.